Event description:
It was reported that the patient had been in and out of the hospital due to falls. The patient was put on the wrong medication and she was on sleeping pills due to insomnia. The patient was also on oxygen. The patient caught her foot on a carpet and fell 2 weeks prior to the report. The patient had an x-ray to see if it broke and she was told that she may need an MRI. The patient started to go to the bathroom about 2 weeks after implant. The patient couldn¿t sleep because she was too busy going to the bathroom. The patient was on program 1 at 1.2v, but she felt no stimulation. The patient felt it in her leg when she increased to 1.30v. The patient was instructed to monitor and adjust further. Follow up was requested. If additional information is received, a supplemental report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
(B)(4). The consumer reported that she saw a manufacturer&#38112;representative at her managing health care professional&#38112;office for some programming because of the ongoing problems. The reprogramming did not resolve her problems, it got worse in the night and she was barely able to get any sleep. The patient did not clarify if she was in discomfort, her symptoms got worse and she could not go through another night like that. No further information was provided.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0uref, implanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).